Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by not feeling well, belly pain, and nausea coincident with peritoneal dialysis (pd) therapy. The patient hospitalized for the event. The patient was treated with levaquin (orally, dose and frequency not reported) while hospitalized. The patient was discharged after five of hospitalization. After being discharged, the patient was treated with gentamicin (intraperitoneally, 80mg as a onetime loading dose)and then with gentamicin nightly (intraperitoneally, 2mg per liter). The cause of the peritonitis was reported to be constipation. Treatment with gentamicin was discontinued after seven days while levaquin treatment was ongoing. The patient was recovering from the peritonitis and pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should any relevant information be obtained, a supplemental report will be submitted. This is the same patient as (B)(4).